Manufacturer narrative:
B3 - date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patients ipg reached end of service. As such surgical intervention took place where the ipg was replaced on (B)(6) 2024, and therapy was restored.